Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('few portions of essure coil/ right fallopian tube with essure and consists of two segments of metallic coils'), pregnancy with contraceptive device ('pregnancy with essure and mirena'), abortion spontaneous ('missed as or fetal demise') and hemianaesthesia ('left side of body numb') in a (B)(6) year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test", drug ineffective "mirena ineffective" and device ineffective "device ineffective (essure)". The patient's medical history included multigravida (5), multiparous ((B)(6) 2006, (B)(6) 2007, (B)(6) 2013, (B)(6) 2015, (B)(6) 2018)), asthma and menarche. Concurrent conditions included yeast infection, abdominal pain lower and ovarian cyst. Concomitant products included diazepam, ibuprofen, medroxyprogesterone acetate, paracetamol (acetaminophen) and prednisone. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In 2016, the patient experienced urinary tract infection ("recurrent uti"). In (B)(6) 2018, the patient had mirena 52 mg inserted (intra-uterine), releasing product at 20 ¿g per day, continuously. In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), hemianaesthesia (seriousness criterion medically significant), pelvic pain ("pain") and varicose vein ("varicose veins"). The patient was treated with surgery (laparoscopic left oophorectomy with bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, hemianaesthesia, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection and varicose vein outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, device breakage, dysmenorrhoea, dyspareunia, hemianaesthesia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and varicose vein to be related to essure. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, hemianaesthesia, pelvic pain, urinary tract infection, vaginal discharge and varicose vein to be unrelated to mirena. The reporter considered abortion spontaneous and pregnancy with contraceptive device to be related to mirena. The reporter commented: discrepancy noticed regarding essure insertion date ((B)(6) 2016). Trailing coils: left 03, right 02. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-jan-2021: quality-safety evaluation of ptc a (B)(6) year-old female patient had mirena (levonorgestrel intrauterine delivery system; ius) inserted after a contraceptive failure of essure fallopian tube devices, the latter placed approx. 2 years before mirena and still in place. Approx. 6 months after mirena insertion, an intrauterine pregnancy was detected, but the lack of fetal heart tones and movement indicated a missed spontaneous abortion. The events are anticipated/ listed in the reference safety information of both essure and mirena. Unintended pregnancies may occur during the use of any contraceptive, therefore in this case a contraceptive failure of both essure and mirena must be assumed for pregnancy (related), although the patient had not undergone an essure confirmation test to verify the complete tubal occlusion. Regarding the spontaneous abortion, the presence of an ius in the uterine cavity during pregnancy may increase the risk of abortion, therefore a causality of mirena for this event cannot be excluded (related). In contrast, a causality of the essure is very unlikely at early stages of pregnancy due to the tubal location of the coils(unrelated). We received a lot number for essure in this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('few portions of essure coil/ right fallopian tube with essure and consists of two segments of metallic coils'), pregnancy with contraceptive device ('pregnancy with essure'), abortion missed ('missed as or fetal demise') and hemianaesthesia ('left side of body numb') in a 38-year-old female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective (essure)" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included multigravida (5), multiparous (B)(6) 2006, (B)(6) 2007, (B)(6) 2013, (B)(6) 2015, (B)(6) 2018, asthma and menarche. Concurrent conditions included yeast infection, abdominal pain lower and ovarian cyst. Concomitant products included levonorgestrel (mirena) since (B)(6) 2018 for birth control as well as diazepam, ibuprofen, medroxyprogesterone acetate, paracetamol (acetaminophen) and prednisone. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2016, the patient experienced abdominal pain lower ("lower abdominal pain"). In 2016, the patient experienced urinary tract infection ("recurrent uti"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced abortion missed (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), hemianaesthesia (seriousness criterion medically significant), pelvic pain ("pain") and varicose vein ("varicose veins"). The patient was treated with surgery (laparoscopic left oophorectomy with bilateral salpingectomy and essure coil removal). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion missed, hemianaesthesia, pelvic pain, abdominal pain lower, dysmenorrhoea, dyspareunia, vaginal discharge, urinary tract infection and varicose vein outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion missed, device breakage, dysmenorrhoea, dyspareunia, hemianaesthesia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal discharge and varicose vein to be related to essure. The reporter commented: discrepancy noticed regarding essure insertion date (B)(6) 2016 and (B)(6) 2016. Trailing coils: left 03, right 02. For first pregnancy (no complications (B)(6) 2017) see record (B)(4). For this pregnancy (B)(6) 2018 that occurred under concomitant mirena (birth control because essure failed before), a linked case had to be created for the mirena # (B)(4) due to technical issues. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jan-2021: due to technical issue for mirena as suspect product and the events under mirena a new case was created # (B)(4) (linked to this case). We received a lot number for this case. A technical investigation was conducted, including a batch review and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.